Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal segment of the mvp-7q pushwire was returned for evaluation. The distal segment of the pushwire and plug will not be returned as they remain within the patient. The total length of the pushwire proximal segment was measured to be approximately 164.7cm . The pushwire was found to be bent at approximately 2cm from the distal separated end. The broken distal end of the pushwire was then cut and sent out for sem analysis. Device investigation is still ongoing; a follow-up MDR will be submitted when investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an mvp-7q pushwire separated during a procedure. The patient was undergoing embolization of the portal vein. The vessel was severely tortuous. It was reported that the mvp was unsheathed at a sharp angle. The delivery wire was rotated 30-40 times counter-clockwise, but the mvp would not detach. The delivery wire reportedly separated proximal to the connection point of the delivery wire. The mvp remains in the patient with part of the delivery wire attached. There have been no reports of patient symptoms in connection with this event.

Manufacturer narrative:
Device evaluation based on the device analysis, sem analysis, and reported information, the reports of mvp non-detachment and pushwire break were confirmed. It is possible that the patient¿s severely tortuous anatomy contributed to the non-detachment issue subsequently causing the pushwire to break. Based on the sem analysis, the pushwire break occurred due to ductile overload. In addition, the mvp device was being used for embolization treatment of the portal vein in which this device it is not indicated for use. Per the mvp micro vascular plug IFU (instructions for use): ¿the reverse medical corporation mvp micro vascular plug system is indicated to obstruct or reduce the rate of blood flow in the peripheral vasculature.¿ all products are 100% inspected for damages and irregularities during manufacture.